Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00458. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that screen is dark even with level turned to 5. The system was not in clinical use; there was no reported harm to patient/user. The remote service engineer (rse) provided parts ID for the liquid crystal display and user interface assembly to repair the device. The investigation is ongoing.